Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and broken off and missing metal part of the battery cap. The pump was tested with test battery cap. The insulin pump was received with operating currents within spec and passed unexpected restart error test, self test and displacement test. No unexpected restart or - external ram error alarms were noted. However, unexpected battery alarms including weak battery, failed battery test and battery out limit alarms noted during testing due to corroded battery tube assembly. The insulin pump was received with cracked case at display window corners and battery tube threads. The pump also had a minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump received multiple error alarms. The customer's blood glucose level was unknown. The insulin pump passed self test and battery cap was damaged. The insulin pump will be returned for analysis.